Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates from (B)(4) this was a case with a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. During valve deployment, just before starting deflation, there was a loss of pacing capture and the valve embolized at the level of the sinotubular junction. The inflated balloon was used to drag that valve easily to the descending aorta. A second 26mm sapien 3 ultra valve was deployed in a good position (90:10 aortic), with a good result. The patient was discharged from the hospital and was doing well. As per medical opinion, the perceived root cause of the reported event was the loss of capture of the pacemaker.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. Review of procedural imagery revealed. The following observations: an upward movement of the delivery system and deployed valve was noted following balloon inflation. The complaint for valve embolization into aorta was confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "during valve deployment, just before starting deflation, there was a loss of pacing capture and the valve embolized at the level of the sinotubular junction. The inflated balloon was used to drag that valve easily to the descending aorta." Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" and "make sure pressure stabilizes before balloon inflation." In this case, the loss of pacing capture disrupted the balloon stability during deployment, causing the thv to embolize into aorta. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.